Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of complaint trend for previous 12 months was performed and there are a total of 4 complaints of this type for this icc code. There is no indication of nonconformance to the primary reason for contact for this icc were found in the nonconformance reporting system for the previous 12 months of case creation.

Event description:
Report received indicated that patient has been using the product for 2-3 years prior to this reported event. Within the last few months the patient developed itching, bumps and blisters under the tape collar of the skin barrier. The patient also reported a similar reaction to other tape products. Information also indicated that when he uses a solid skin barrier, skin clears up. He will continue using stomahesive powder and barrier spray on the irritation. No further patient complications were reported as a result of this event.